Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio2: 6.2, re-test: 2.1. Tests were performed back to back on the same patient. No technique or patient information was provided as caller did not perform the tests.

Manufacturer narrative:
Investigation pending.